Event description:
It was reported that bd insyte autog bc needle retraction mechanism issue. The following information was provided by the initial reporter: peripheral IV placement difficulty today related to malfunction in the 20g IV catheter. The piv appeared normal prior to sticking the patient. A vein was found without issue, stuck the vein, blood flash obtained. However, upon attempt to remove the needle from the catheter, there was a "catch" and the entire catheter came out of the patient's vein/skin. It seems there was a failure in the needle mechanism. The needle was unable to be removed from the catheter. The patient had to be stuck another time since the catheter came out.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with needle retraction failure lot#: 4177316 regarding item: 382534. DHR for lot number: 4177316 has been reviewed. Subassembly lot: 4177316 and material: 700pros34 was built on afa line 11 from 05jul2024 through 10jul2024. Final lot was on pkg line 11 from 05jul2024 through 10jul2024 for a quantity of (B)(4) units no related quality issues or process deviations were found. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.